Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that its taking too long to charge ins, and patient wants to have the ins replaced. They said they get excellent quality and "then it will lose contact, patient gets every type of error message that there is every week". Pt says they know all the external equipment has been replaced and "patient really think the problem is with implant". The patient was redirected to their healthcare provider to further address the issue. Pt says this issue has been happening since the implant, as they stated in previous cases. They said "it might work for awhile but its always difficult to find the place to place the recharger and it will lose contact easily". Pt says they don't think ins has moved or flipped and hasn't had any falls or trauma. Pt did say "it feels lumpy bumpy more than it was after the implant I think its scar tissue". Pt says they know the next step is to speak with hcp but says someone to ld her to call pats first. I redirected to hcp for further information. Pt says that their hcp is leaving, but might be seeing a different doctor. Patient redirected to hcp. Refer to (B)(4) regarding recharging issues and having external device replaced

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the surgeon is moving forward with ins revision due to issues documented in this case, specifically the placement of the battery. The patient described the battery has been loose from losing weight.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer representative (rep). The patient called back re-reporting information previously documented. The patient mentioned that they have lost about 60-65 lbs recently due to being able to move around due to having the ins / therapy. Pt had a discussion with their rep over the phone today regarding a revision because of possible shifting of the battery (implant) due to the weight loss. The patient said they have an upcoming follow-up appointment with both the hcp and rep on april 12th. The rep has requested all external equipment be replaced to rule out defective devices because they are still having difficulty maintaining charge connection with ins. The controller and recharger were replaced.